Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the communication between the image acquisition system (ias) and mobile view station (mvs) was interrupted several times during use. When the system was left as is, it would return to normal, and the procedure was completed until 3d imaging. There was a reported delay of less than one hour and no reported impact to patient outcome. Additional information was received. It was reported that to resolve the issue, the umbilical cable was replaced.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000475, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the mvs interface cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the mobile viewing station (mvs) interface was returned to the manufacturer for analysis. Analysis found no failure, as the mvs umbilical cable passed bench testing and a continuity test. H6: additional review indicated codes d15, b17, and c20 are no longer applicable to the event. Codes d02 and c13 apply to the system. Codes d14 and c19 apply to the mvs interface. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.